Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced erythema over the suture line. The patient also experienced incisional site drainage. The patient had a medication adjustment on (B)(6), 2011, and received keflex four times per day. The patient's implantable neurostimulator was interrogated and reprogrammed on (B)(6), 2011. The patient's issue resolved without sequelae.